Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse cleaned the cartridges and the waste liquid needle. The cleaning station needle was replaced. A system test was performed with no errors. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant, falsely depressed human chorionic gonadotropin results were obtained on a patient sample using an advia centaur cp instrument. The falsely depressed results were not reported to the physician(s). The same sample was repeated on an alternate advia centaur xp instrument. The sample was also diluted and repeated on the same alternate advia centaur xp instrument. The repeat, neat result from the alternate advia centaur xp was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed human chorionic gonadotropin patient result.